Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s caretaker, on (B)(6) 2025, they found the patient unconscious on their bed. The caretaker checked the patient¿s bg which was 56 mg/dl. There were no readings on the dexcom receiver or mobile at that time as the wearable had failed. She was given the baqsimi glucose nasal spray by the caretaker and 911 was called. The patient was taken to the emergency room, where she was treated with insulin and the patient¿s bg began to stabilize. The patient was discharged later the same day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling okay. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.